Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies were found from the analysis of that data.

Event description:
It was reported that the right ventricular (rv) lead had a significant drop of the r-wave sensing value. The pace/sense portion of the lead was capped, a new pacing lead implanted, and the high voltage coils remain in use. No patient complications have been reported as a result of this event.